Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was the device being overfilled. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device was overfilled. Preventative maintenance was performed. Device did not cool. Device underwent pm. Mixing pump was replaced. Circulation pump and drain valves were replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Fill reservoir: 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution: contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun temperature management system cleaning solution to the first bottle of distilled or sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile or distilled water until the filling process stops. When the fill reservoir process is complete, the screen will close. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool or heat properly.

Event description:
It was reported that the arctic sun device did not cool or heat properly.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The complete initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.